Event description:
As reported by the edwards clinical specialist, during a transcatheter heart valve procedure, post deployment of the valve, the patient became hypotensive and lv function was minimal. The patient was noted to be in complete heart block. CPR was initiated while anesthesia medically managed the patient. A temporary pacemaker was left in the patient. Per report, the valve was successfully implanted. Post procedure echo showed trace pvl and no central ai. The patient was noted to be in a stable condition at the end of the procedure.

Manufacturer narrative:
A device history review (DHR) for the valve was performed and all manufacturers' specifications were met prior to release for distribution. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known potential complication after tavi. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). The exact cause for the reported complete heart block cannot be confirmed, however, potential causes and/or contributing factors include the patient's co-morbidities, anesthesia, and the procedure itself. No additional actions are possible at this time.